Event description:
Emt's were monitoring a pt (age and gender unknown) for a "short period of time" and a "cable fault" message appeared on the unit's monitor screen. The emt's changed the cables, switched leads and turned the unit to manual mode, but the message remained on the screen. The complainant indicated that the message did disappear but it reappeared intermittently throughout the transport. There was no adverse effect on the pt.

Manufacturer narrative:
Na